Manufacturer narrative:
The device was discarded and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that this mitral bioprosthetic valve was implanted and then explanted during the same procedure. The physician stated that he "lifted too much of the anterior leaflet" during the implant after the valve was sutured into place and decided to use a new valve. The physician stated that there was no problem with the valve. No adverse patient effects were reported.